Manufacturer narrative:
The report of a driveline fault alarm was confirmed and reproduced during the evaluation of the returned system controller, serial number (B)(4). The data retrieved from the returned system controller revealed that the driveline fault alarm was active accompanied by a yellow wrench advisory alarm on (B)(6) 2016 between 7:53 and 8:21. The log file data recorded phase 1 values lower than the recorded values for the other two phases at the time of the driveline fault alarm. No pump stoppage events were recorded throughout the log file and the report of a driveline fault that resulted in a pump stoppage event was not confirmed. The returned system controller was functionally tested and the pump cable phase 1 exceeded the tolerable electrical continuity measurement. The system controller operated for an extended period of time while connected to a mock circulatory loop and the driveline fault alarm was reproduced. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 5 months from the date of issue to the patient. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient reported having a driveline fault alarm on their system controller which caused the pump to stop. After the patient switched system controllers, the pump began to work properly again. The patient was asymptomatic and no further issues were reported.